Manufacturer narrative:
Additional details regarding the patient's clinical course were ascertained from a review of medical records and are as follows: records prior to (B)(6) 2014; including op report for implant of alleged gore device, medical records prior to (B)(6) 2014 pertaining to previous ventral hernias and repairs x4 w/ various types of mesh were not provided. Product identification records for alleged gore device were not provided. (B)(6) 2014: (B)(6). (B)(6), md. Operative report. Residents: dr. (B)(6) [nurse reviewer note: assistant noted elsewhere as (B)(6)] and dr. (B)(6). Pre/postop diagnosis: recurrent incisional hernia. Indication: ¿the patient is a 70-year-old female who is status post 4 ventral hernia repairs with various types of mesh. She presented with a recurrent hernia as well as a small bowel obstruction . She was readmitted twice within 1 week and was subsequently taken to the operating room for repair. She did understand preop that she was high risk for recurrence as well as complications including bleeding, infection, and possible intestinal damage versus fistulization given her multiple previous surgeries.¿ procedures: exploratory laparotomy. Lysis of adhesions x 45 minutes. Repair of incarcerated ventral hernia with surgisis mesh underlay measuring 40 x 40 cm. Reduction of incarcerated satellite ventral hernia measuring 5 x 5 cm with incarcerated omentum. Placement of drains. Anesthesia: general endotracheal. Specimens: none . Prosthetic devices implanted: surgisis mesh underlay. Estimated blood loss: 50 cc. Drains and tubes: two #10 blake drains located above surgisis and beneath fascia. Findings: large complex incisional hernia, incarcerated with evidence of prior mesh placement, small bowel volvulized around rolled mesh, which was displaced from anterior abdominal wall. Procedure in detail: ¿after informed consent was obtained, the patient was taken to the operating room and placed supine on the operating table. General endotracheal anesthesia was established. The patient¿s abdomen was then prepped and draped in the usual sterile fashion. A knife was used to incise the skin in a midline laparotomy fashion. This dissection was carried down through subcutaneous tissues to the level of the fascia. The fascia was incised sharply. Access to peritoneal cavity was then obtained. This dissection was extended inferiorly to the level of the hernia defect. The hernia sac was opened. Extensive lysis of adhesions was performed for 45 minutes. The small bowel did appear to be volvulized around a band. We did divide this band, which at first appeared to be adhesive band but rather it was a tube-like structure, possibly ptfe (a synthetic), which was adherent to the anterior abdominal wall, and distally had adhesed to the pelvic sidewall. A piece of small bowel had actually volvulized around this. The small bowel was viable. This was freed up. There were a few satellite hernias within the anterior abdominal wall that were incarcerated as well. There was omentum present. The omentum was freed up, and everything returned to the peritoneal cavity. The bowel was then run distally approximately from the ligament of treitz, distally to the ileocecal vale, and all appeared viable. There was evidence of all 4 of her previous hernia repairs. It appeared that every possible space in the anterior abdominal wall had been violated or utilized previously in same fashion. Thus, decision was made to perform a surgisis underlay with transfascial sutures. A 40 x 40 cm pieces of surgisis mesh were sewn together with prolene sutures. A surgisis underlay was then performed via under direct visualization, passing pds sutures through small stab incisions in the skin, carried them transfascially through the mesh, and then back through the abdominal wall. These were then secured and tied. This was done circumferentially around the abdomen. The mesh was gently taut but not under any significant tension. Two 24-french blake drains were then placed and tunneled through the skin. The fascia overlying was then reapproximated using interrupted #1 pds suture, overlying the surgisis underlay. Skin was closed with staples. The drains were secured in place using nylon sutures. Dry sterile dressing was placed. The patient tolerated the procedure well and will be taken to the recovery room in stable condition. All counts were correct at the end of the case. I was present and scrubbed for the entire case.¿ complications: none. (B)(6) 2014: (B)(6). (B)(6), md/(B)(6), md. Operative note. Assistants: (B)(6) md, (B)(6) surgery: exploratory laparotomy. Lysis of adhesions 30 min. Ventral hernia repair with surgisis mesh. Description: midline laparotomy, lysis of adhesions, noted bowel to be adherent and trapped in previous mesh. Once bowel free, performed underlay mesh repair with surgisis and transfacial suture with pds. Blake drains left on top of mesh, fasica [sic] closed on top, skin with staples. Findings: multiple ventral hernias anterior abdomen with trapped loops of small bowel. No areas of ischemia. Estimated blood loss: 300 ml. Specimens: none. Postop diagnosis: ventral hernia with partial bowel obstruction. (B)(6) 2014: (B)(6). (B)(6), np. History & physical. Preoperative information: indication for procedure: abdominal wall fluid collection. Procedure: ultrasound guided abdominal fluid collection drainage . Past medical history: [included] esophageal reflux, idiopathic progressive polyneuropathy. Surgical history: [included] colonoscopy, incisional hernia repair 1990 & 1991, hysterectomy 1989. Allergies: [included] chlorhexidine topical-blistering. Home medications: [included] aspirin. Gastrointestinal: soft, nontender, distention. Discussed w/ radiologist (B)(6) md, lauren n. Plan: npo [nothing by mouth] since midnight. Asa class: 2; mild systemic disease. Minimal sedation. (B)(6) 2014: (B)(6). (B)(6), np(B)(6), md. Interventional radiology procedure note. Assistant: (B)(6). Procedures: ultrasound guided abdominal fluid collection drainage. Description of procedure: ultrasound guided abdominal fluid collection drainage, 1 mg versed, 100 mcg fentanyl, 1 % local lidocaine, glidewire used to access collection via a fistula in right abdomen, serial dilation was performed, 10 french pigtail drainage catheter placed, 10 ml serosanguinous fluid drained, fluid sent for culture, the patient tolerated procedure well with no evidence of immediate post procedure complication. Findings: no new findings. Estimated blood loss: minimal. Specimens: 4 ml serosanguinous fluid drained, fluid was sent for culture. Post-procedure diagnosis: successful ultrasound guided abdominal fluid collection drainage, 10 french pigtail drainage catheter placed, culture results are pending. Associated diagnoses: none. (B)(6) 2014: (B)(6). (B)(6), md. Operative report. Resident: (B)(6), md. Preop diagnosis: chronic draining fistula tract in abdomen. Postop diagnosis: chronic draining fistula tract in abdomen, unincorporated mesh. Procedure: opening of wound, removal of unincorporated mesh, excision of fistulous draining tract. Anesthesia: general endotracheal. Specimens: mesh, suture, and fistulous tract. Prosthetic devices implanted: none. Estimated blood loss: minimal. Drains and tubes: none. Findings: fistulous tract with unincorporated mesh and stitch at base. No evidence of any pus. Procedure in detail: ¿after informed consent was obtained, the patient was taken to the operating room and placed supine on the operating table. General endotracheal anesthesia was established. The patient¿s abdomen was then prepped and draped in the usual sterile fashion. A tonsil clamp was then placed into the sinus tract. Using this as a guide, we then opened the incision approximately 2-3 cm. This did lead to an area at the base of the wound where there was a stitch present. There was no pus present. The stitch was removed. There was also a piece of unincorporated mesh, which was removed and sent for pathology. The tract was then excised. The wound was then packed sing xeroform at the base. Due to concern that there would be the potential for exposed bowel below the unincorporated mesh, followed by normal saline moistened gauze, dry sterile dressing was placed. The patient tolerated the procedure well and will be taken to recovery room in stable condition. All counts were correct at the end of the case. I was present and scrubbed for the entire case.¿ complications: none. (B)(6) 2014: (B)(6). (B)(6), md/(B)(6), md. Operative note. Surgery: incision and drainage of abdominal wall fluid collection, partial resection of unincorporated mesh, removal of suture and stitch granuloma, excision of sinus tract. Description: as above. No gross purulence. Xeroform x 1 placed within wound bed followed by ns [normal saline]-moistened kerlix x 1, dry 4 x 4 and abds [abdominal pad] secured with medipore tape. Findings: unincorporated mesh, stitch granuloma and draining sinus. Estimated blood los: less than 5 ml. Specimens: stitch for gross specimen, mesh (unincorporated) for gross specimen, sinus tract for permanent. Postop diagnosis: abdominal wall fluid collection with draining sinus. Will admit for overnight observation, pain control, and dressing changes. (B)(6) 2014: (B)(6). (B)(6), md. Surgical pathology report. Accession #: (B)(4). Clinical information: abdominal wall abscess. Gross description: specimen #1 is received fresh in a single container labeled with the patient¿s name, ¿(B)(6),¿ and designated ¿stitch gross.¿ received is a green suture that is 4.8 cm in length x less than 0.1 cm in diameter. The specimen is submitted for gross diagnosis only. Specimen #2 is received fresh in a single container labeled with the patient¿s name ¿haynie, kathleen,¿ and designated ¿mesh.¿ received is an 8.0 x 7.0 cm red-tan rubbery sheet of material that is 0.1 cm in depth. Also received is a green suture that is 6.5 cm in length and less than 0.1 cm in diameter. Both specimens are submitted for gross diagnosis only. Specimen #3 is received fresh in a single container labeled with the patient¿s name ¿haynie, kathleen,¿ and designated ¿sinus tract.¿ received is a 3.2 x 2.5 x 1.6 cm red-tan rubbery piece of adipose tissue. The section surfaces are fibrofatty and free of indurated mass lesions. Representative sections are submitted in two cassettes. Summary of sections: 1-gross only. 2-gross only. 3a, 3b-sinus tract-2 each. Microscopic interpretation: gross diagnosis (specimen #1): gross only: foreign body, clinically single green suture. Gross diagnosis (specimen #2): gross only: foreign body, clinically mesh and suture . Sinus tract (specimen #3); excision: fibroadipose tissue, inflamed, with suture granulomas, cicatricial fibrosis and granulation tissue, consistent with sinus tract. (B)(6) 2015: (B)(6). (B)(6), md. Operative report. Resident: (B)(6), md. Preop diagnosis: nonhealing wound, status post mesh underlay repair with surgisis mesh. Postop diagnosis: unincorporated mesh. Procedures: wound exploration; debridement of unincorporated mesh on the left side, superior most portion of abdomen; wound exploration, right side, with removal of unincorporated mesh; and repair of serosal tear. Anesthesia: general endotracheal. Specimens removed: unincorporated mesh with ethibond and prolene sutures. Mesh sent for gross pathology; only sutures not sent. Estimated blood loss: minimal. Drains and tubes: none. Findings: unincorporated mesh. Procedure in detail: ¿after informed consent was obtained, the patient was taken to the operating room and placed supine on the operating table. General endotracheal anesthesia was established. The patient¿s abdomen was then prepped and draped in the usual sterile fashion. A tonsil clamp was placed within the nonhealing wound in the midline to explore the wound. This was found to communicate with the left side of drain stitch. The skin overlying this tract was opened. There was extensive amount of chronic healing tissue within the wound. At the base of the wound, we were able to identify what appeared to be unincorporated mesh. This was gently teased from its attachments with surrounding tissue. The bowel was directly adjacent to this and there was a small serosal tear. This was repaired using 3-0 silk suture. This measured less than 1 cm and was serosal only in nature and not full thickness. Some what appeared to be peritoneum was secured overlying that area. The unincorporated mesh was removed by cutting the ethibond and prolene sutures, which were attached to it and this was sent for gross pathology only. There was a small piece of unincorporated mesh visible at the superior most portion of the wound. This was also removed. The skin in one area was reapproximated with 1 suture and the remaining portion given that there was exposed bowel and always the risk for development of an enterocutaneous fistula, the decision was made to place mepitel overlying that area to protect the bowel followed by a normal-saline-soaked gauze. A tonsil clamp was then placed in the jp drain site on the right side. This only tracked inferiorly approximately 2 cm. There was a very small tongue of mesh present in that area. This was incorporated. This was free from its surrounding attachments. This was removed and sent for gross pathology as well. The wound was then irrigated and packed with mepitel and normal-saline-soaked gauze. There was no evidence of any bowel present within that wound. Dry sterile dressing was placed. The patient tolerated the procedure well and will be taken to the recovery room in stable condition. All counts were correct at the end of the case. I was present and scrubbed for the entire case.¿ complications: none. (B)(6) 2015: (B)(6). (B)(6), md/(B)(6), md. Operative note. Surgery: abdominal wall wound exploration. Removal of unincorporated mesh and suture. Description: sinus tracts explored and overlying skin opened with transverse incision. Unincorporated mesh and suture removed sharply. 3 mepitel strips packed into left abdominal wall wound. Findings: unincorporated mesh and suture. Estimated blood loss: 10 ml. Specimens: unincorporated mesh. Suture. Postop diagnosis: chronic abdominal wall wound. 10/30/15: (B)(6). (B)(6), (B)(6), md. Surgical pathology report. Accession #: (B)(4) clinical information: 71-year-old female with hypertension, hld, hernia repair. Gross description: the specimen is received fresh in a single container labeled with the patient¿s name, ¿haynie, kathleen f,¿ and with ¿mesh.¿ received are 3 fragments of tan mesh material measuring 2.5 x 2.0 x 0.1 cm, 2.7 x 2.5 x0.1 cm and 3.5 x 4.0 x 0.2 cm. The portions have one surface which is smooth while the opposite surface is ridged with adherent blood and tan-pink soft tissue. The soft tissue is unremarkable. The soft tissue adherent to the specimen is submitted. Summary of sections: 1a-soft tissue adherent to mesh-aggregate. Microscopic interpretation soft tissue; hernia repair: acutely and chronically inflamed granulation tissue with multinucleated giant cell reaction to foreign material. A potential relationship, if any, between the alleged injuries or complications and the gore device is unclear from the provided information at this time. It should be noted that the gore® dualmesh® plus biomaterial instructions for use includes warnings and addresses the following adverse reactions among others: ¿possible adverse reactions with the use of any tissue deficiency prosthesis may include, but are not limited to, contamination, infection, inflammation, adhesion, fistula formation, seroma formation, hematoma, and recurrence.¿ w.l. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
Additional details regarding the patient's clinical course were ascertained from a review of medical records and are as follows: records including operative reports for ¿repair of a hernia by dr. (B)(6) and ¿incisional hernia repair 1990 and 1991¿ were not provided.] On (B)(6) 2012: (B)(6), p.c. (B)(6) , md. Office notes. Presents with complaint of ventral hernia. Previous hysterectomy, then had repair of a hernia by dr. Sugarman. She¿s had abdominal hernias that we have known about for a long period of time, primarily in right upper quadrant that is symptomatic and gets tender with vomiting and in left lower quadrant that is probably the size of a bigger than large grapefruit. Just had surgery on torn achilles tendon. Wound healed for approximately 3 months. As far as I¿m concerned, she¿s having symptoms from the right upper quadrant smaller hernia with incarceration and does need to be fixed. At her request, we¿ll fix both of them at the same time. Review of systems: persistent infections, weight gain, muscle weakness, numbness and trouble walking. Weight 215 pounds, bmi 39.32. Exam: abdomen; right upper quadrant and left lower quadrant incarcerated hernias. Plan: patient will call and I will talk with her when she decides to have this done. On (B)(6) 2012: (B)(6) hospital. (B)(6), np. Preoperative evaluation. Ventral hernia repair (B)(6) 2012. Exam: abdomen; bowel sounds active, no bruits, soft, nontender, no guarding or rebound tenderness, no organomegaly. Large ventral hernia palpated at left lower quadrant. Impression/plan: ventral hernia, unspecified, with obstruction; no contraindications to planned surgery. Pre-diabetes; reviewed diet, lifestyle changes. On (B)(6) 2012: (B)(6) hospital. (B)(6) , md. Operative report. Preoperative diagnosis: bilateral lower abdominal septic incarcerated hernia. Abdominal wall hernia with omentum, as well as colon, and on the left side small bowel. Operative procedure: exploratory laparotomy. Lysis of adhesions. Repair of abdominal herniae with mesh, 2 separate herniae. Anesthesia: general endotracheal. Indication for procedure: ¿the patient is a 68-year-old female who has had previous surgery at mcv who has developed huge herniae in the lower abdomen, one on the right and one on the left. The one on the right is symptomatic and is markedly tender, and feels to be incarcerated. The left side is not tender, but is obviously much larger. There is a concern of whether to fix one or both. It was felt we would decide when we explored the patient.¿ description of procedure: ¿the patient was taken to the operating room and general endotracheal anesthesia was administered without complications. Appropriate antibiotics were given and a foley catheter was inserted. The abdomen was prepped with betadine and draped in routine fashion. We began on the right side of the abdomen and making a transverse incision down through the skin and subcutaneous tissue promptly coming into a 6 to 8 cm abdominal hernia with a large amount of omentum and colon incarcerated in the area. Much of the omentum was resected, clamped, divided and ligated with 2-0 chromic and sent to pathology. Once we were able to get the edges freed up we then went underneath intraperitoneal and went to the other side and found the left-sided hernia and it was explored. A large portion of it was small bowel. At that point we extended the incision transversely going over to the left out through the skin and subcutaneous tissue, and at that point we had a bridge between the 2 herniae and this was opened. Once we had dissected out the multiple small bowel adhesions we took a dual mesh and inserted it in the subfascial area and sutured it to the fascia with a running and interrupted 0 mersilene suture. Once this had been completed we then approximated some of the fascia anterior to this with loose interrupted 0 mersilene. The soft tissue was then closed with 3-0 vicryl and the skin with the skin stapler. The patient tolerated the procedure well with no operative complications.¿ on (B)(6) 2012: (B)(6) hospital. Implant record. Inventory item: mesh hern dl ovl. 1 mm x 15 x 19 cm. Dualmesh® plus biomtrl. Implant name: mesh hern dl ovl 1 mm x 15 x 19 cm ¿ sn/a. Manufacturer: w. L. Gore & associates inc. Action: implanted. Serial number: not applicable. Laterality: not applicable. Number used: 1. Lot number: 9114914. Model/cat number: 1dlmcp04. Area: abdomen. Status: implanted. The records confirm a gore® dualmesh® plus biomaterial (1dlmcp04/9114914) was implanted during the procedure. On (B)(6) 2012: (B)(6) hospital. (B)(6) , md. Brief operative note. Preoperative diagnosis: hernia. Procedure: hernia ventral repair ¿ exploratory laparotomy with lysis of adhesions/repair two abdominal wall hernias with mesh. Surgeon(s) and role: (B)(6) , md ¿ primary. Anesthesia: general. Estimated blood loss: 50 milliliters. Specimens: 1: incarcerated omentum right side. Type: fresh. Source: tissue. Collected by: (B)(6) , md. Time: (B)(6) 2012, 1321. Destination: pathology. Findings: bilateral abdominal incarcerated hernias, left side with small bowel and right with omentum and colon. Complications: none. Implants: no implants in log. On (B)(6) 2012: (B)(6) . (B)(6), md. Pathology report. Clinical history: hernia; incarcerated bilateral abdominal hernia. Final pathologic diagnosis: soft tissue, incarcerated omentum right side, excision: benign fibroadipose tissue. Gross description: specimen number 1, received fresh labeled with the patient¿s name and incarcerated omentum right side, consists of a 15.0 cm aggregate of two focally hemorrhagic portions of yellow lobulated adipose tissue, partially surfaced by thin fibrovascular membrane. Sectioning reveals no discrete masses, lesions or grossly enlarged lymph nodes. Representative sections are submitted in a. Microscopic description: microscopic sections examined; see final diagnosis. On (B)(6) 2012: (B)(6) hospital. (B)(6) . Progress notes. Doing well. Will have an ileus for another day. Nothing by mouth except medications. Needs abdominal binder. [ on (B)(6) 2012: (B)(6) hospital. (B)(6), pt. Progress notes. Attempted physical therapy evaluation. Unable to participate due to abdominal pain. Abdominal binder left in room. On (B)(6) 2012: (B)(6) hospital. (B)(6), pt. Progress notes. Seen for bed mobility training. Educated on bracing abdomen with transverse musculature prior to all movement. Reports no stair needs for home, no skilled physical therapy needs anticipated. On (B)(6) 2012: (B)(6) hospital. (B)(6) . Progress notes. Tolerating diet. Home today with abdominal binder. May remove dressing and shower tomorrow. May go up and down stairs. See me next week. On (B)(6) 2012: (B)(6) hospital. (B)(6) , md. Discharge summary. Final diagnosis: abdominal wall hernias times 2, right side incarcerated with omentum and right colon, left side incarcerated with small bowel. Operation performed: exploratory laparotomy, lysis of multiple adhesions and repair of two separate abdominal hernias with mesh. History: 68-year-old who has had previous repair of abdomen hernias. Now has huge recurrences, one on right side, one on left side. Taken to the operating room and the symptomatic side and the right side was felt we may just repair only. This was incarcerated with omentum as well as colon. Upon further evaluation intra-abdominally, we found about half the small bowel was laying in the left side of the abdominal pain hernia and an incision all the way across the abdomen was performed to gain control of both hernias, which were repaired with mesh. Postoperatively, kept nothing by mouth because of ileus for approximately 48 hours; began on clear liquid diet. Tolerated diet, discharged to home, to be followed in office. On (B)(6) 2012: (B)(6) hospital. Discharge instructions. Discharge note addendum: may remove dressing, shower in morning. See me next thursday in office. No lifting over 10 pounds. On (B)(6) 2013: (B)(6) hospital. (B)(6) , pa-c; (B)(6) , md. Emergency department notes. Presents for abdominal pain, vomiting; started yesterday. Reports 5 episodes of non-bloody vomiting. Pain located to left lower quadrant; burning, constant, does not radiate. Weight 198 pounds. Exam: abdominal; soft, normal appearance, bowel sounds normal. No shifting dullness, distention, pulsatile liver, abdominal bruit, pulsatile midline mass or mass. No hepatosplenomegaly. Tenderness in left lower quadrant. No rigidity, rebound, guarding, or costovertebral tenderness. No tenderness at mcburney¿s point, negative murphy¿s sign. Abdomen exposed for exam. Tender to palpation left lower quadrant. Soft, no peritoneal signs. Impression/plan: history of abdominal surgery, hernia. Discussed with general surgeon, dr. (B)(6) ; because surgery was done by dr. Brown, he would like dr. (B)(6) contacted. Admitted to hospital, consultation with surgeon. Dr. (B)(6) to see in the morning. On (B)(6) 2013: (B)(6) radiology. (B)(6) md. Radiology ¿ CT abdomen/pelvis with contrast. Indication: low abdominal pain. Impression: large anterior abdominal wall hernia to left of midline which contains distended small bowel loops suggestive of incarceration. Fat stranding seen in hernia. Sigmoid diverticulosis. On (B)(6) 2013: (B)(6) hospital. (B)(6) , md. History & physical. Chief complaint: abdominal pain and incarcerated left lower quadrant hernia. History: well known to me; had undergone hysterectomy back in the 1980s; developed a hernia that was repaired at mcv. Approximately 9 months ago she had a huge abdominal hernia basically involving entire left and right lower abdomen; this was repaired. Was doing well, lost approximately 22 pounds, had been walking and had some straining and developed the acute onset of recurrent hernia in left lower quadrant. Had nausea, vomiting, and minimal discomfort. History of mastectomy, no chemotherapy. Exam: abdomen; left lower quadrant abdominal hernia, nontender. Impression: recurrent left lower quadrant abdominal hernia. Plan: admit, hydrate, bowel rest, then repair hernia. On (B)(6) 2013: (B)(6) hospital. (B)(6) , md. Operative report. Preoperative diagnosis: incarcerated lower abdominal incisional hernia with small bowel with obstruction. Postoperative diagnosis: incarcerated lower abdominal incisional hernia with small bowel with obstruction. Operative procedure: exploratory laparotomy, lysis of multiple large and small bowel with resection of incarcerated omentum and repair of abdominal hernia with a dualmesh. Anesthesia: general endotracheal. Indication: ¿a 68-year-old female, markedly obese, who has had previous surgeries performed at mcv as well as (B)(6) for recurrent abdominal hernias. She came in with acute onset of an abdominal hernia in the left lower quadrant with nausea and vomiting that was incarcerated.¿ description of procedure: ¿the patient was hydrated and taken to the operating room. General endotracheal anesthesia was administered without complication. A foley catheter and nasogastric tube were inserted and 2 g of ancef was administered. The old transverse incision was taken down through the skin and subcutaneous tissue and extended laterally going down to the peritoneal sac. This was opened and a large amount of incarcerated hernia was encountered. Small bowel was delivered in the wound and multiple adhesions were taken down. There were 2 or 3 other small hernias that were also incorporated in the area and a more lateral one actually had large bowel that was incorporated. This was all incorporated with on large opening. A dualmesh was inserted and sutured in place with interrupted 3-0 mersilene and once this had been completed, the fascia was closed anterior to this with 0 mersilene. The soft tissue was closed with 2-0 chromic and the skin with a skin stapler. The patient tolerated the procedure well. No compromise to the bowel.¿ estimated blood loss: probably 100 milliliters. There is no mention of gore device removal in the records. On (B)(6) 2013: (B)(6) hospital. Implant record. Inventory item: mesh hern dl ovl. 1 mm x 10 x 15 cm. Dualmesh® plus biomtrl. Log number: 314301 ¿ implanted. Laterality: left. Area: abdomen. Number used: 1. Model/cat number: 1dlmcp03. Manufacturer: w. L. Gore & associates inc. Lot number: 10776980. Status: implanted. The records confirm a gore® dualmesh® plus biomaterial (1dlmcp03/10776980) was implanted during the procedure. On (B)(6) 2013: (B)(6) hospital. (B)(6), md. Brief operative note. Pre/postoperative diagnosis: incarcerated abdominal hernia. Procedure: exploratory laparotomy, lysis of adhesions, repair incarcerated left lower quadrant abdominal hernia. Surgeon(s) and role: (B)(6) , md ¿ primary. Anesthesia: general. Estimated blood loss: 100 cc. Specimens: 1: incarcerated omentum. Type: fresh. Source: tissue. Collected by: (B)(6), md. Time: 03/15/13, 0932. Destination: pathology. Findings: incarcerated recurrent abdominal wall hernia. Complications: none. Implants: implant name: mesh hern dl ovl 1 mm x 10 x 15 cm. Log: 314301. Inv. Item: mesh hern dl ovl 1 mm x 10 x 15 cm. Manufacturer: w.l. Gore & associates inc. Lot number: 10776980. Lrb: left. Number used: 1. Action: implanted. On (B)(6) 2013: (B)(6). (B)(6) , md. Pathology report. Clinical history: incarcerated abdominal hernia. Final pathologic diagnosis: omentum, resection. Benign omental fat with acute and chronic inflammation; clinically incarcerated omentum. Gross description: specimen (jr3228) number 1, received fresh labeled with the patient¿s name and incarcerated omentum, consists of a 13.0 cm portion of focally hemorrhagic yellow lobulated adipose tissue partially surfaced by a thin fibromembranous and fibrovascular soft tissue. Sectioning reveals no discrete masses or lesions. Representative sections are submitted in a. Microscopic description: microscopic sections examined; see final diagnosis. On (B)(6) 2013: (B)(6) hospital. (B)(6), md. Discharge summary. Final diagnosis: intestinal obstruction secondary to incarcerated left lower quadrant recurrent incisional hernia. Operation performed: exploratory laparotomy, lysis of multiple small and large bowel adhesions and repair of hernia with dualmesh. Hospital course: 68-year-old who has had multiple abdominal hernias admitted with nausea, vomiting, incarcerated left inguinal hernia. Once she was hydrated, underwent repair. Postoperatively, did well. Kept nothing by mouth with nasogastric tube for 2 days; subsequently removed. Bowel function returned. Begun on diet and discharged home. Will be seen in office in 1 week. Tramadol at home for pain. Records after (B)(6) 2015 were not provided. A potential relationship, if any, between the alleged injuries or complications and the gore device is unclear from the provided information at this time. It should be noted that the gore® dualmesh® plus biomaterial instructions for use includes warnings and addresses the following adverse reactions among others: ¿possible adverse reactions with the use of any tissue deficiency prosthesis may include, but are not limited to, contamination, infection, inflammation, adhesion, fistula formation, seroma formation, hematoma, and recurrence.¿ w.l. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
H6: health effect ¿ clinical code. H6: updated investigation finding. H6: updated investigation conclusion: d15: cause not established. H6: health effect impact code: f1903: device explantation. H6: medical device component: g04088: membrane. The investigation has been completed. In the absence of additional information or medical records from the complainant, this event file will be closed with the information provided. Previous patient code 3191: appropriate term/code not available for ¿small bowel volvulized around rolled mesh" was reported based on the original complaint and is no longer applicable per gore¿s investigation. Medical records: the known medical records span march 31, 2011 through september 13, 2017, and not all records received in this time span are relevant to the two gore® dualmesh® plus biomaterial devices. Medical records from may 16, 2012 through march 12, 2013 were not provided. Patient information: medical history: obesity on (B)(6) 2012: 215 lbs., bmi 39.32. On (B)(6) 2013: ¿20-lb. Weight loss through diet and exercise.¿ on (B)(6) 2013: ¿recent 50-pound weight loss for hernia surgery.¿ on (B)(6) 2014: 192 lbs., bmi 35.3. On (B)(6) 2014: 170.9 lbs., bmi 31.1. Gastroesophageal reflux disease [gerd]. Right breast cancer. History of persistent staph [staphylococcus] infection, right heel on (B)(6) 2012: pre-diabetes. Surgical procedures: 1989: hysterectomy. 1990: incisional hernia repair. 1991: incisional hernia repair. 2003: infected breast implant removed. On (B)(6) 2012: exploratory laparotomy, lysis of adhesions, repair of abdominal herniae with mesh. Implant gore® dualmesh® plus biomaterial. On (B)(6) 2013: exploratory laparotomy, lysis of multiple large and small bowel with resection of incarcerated omentum and repair of abdominal hernia with a dualmesh. Implant gore® dualmesh® plus biomaterial. On (B)(6) 2014: exploratory laparotomy, lysis of adhesions x45 minutes, repair incarcerated ventral hernia w/surgisis mesh underlay, reduction of incarcerated satellite ventral hernia w/incarcerated omentum, placement of drains implant: mesh cook surgisis hernia 20x30 cm x 2. On (B)(6) 2014: ultrasound guided abdominal fluid collection drainage. On (B)(6) 2014: opening of wound, removal of unincorporated mesh, excision fistulous draining tract. On (B)(6) 2015: wound exploration; debridement unincorporated mesh, removal unincorporated mesh, repair serosal tear implant #1 preoperative complaints: on (B)(6) 2012: surgery consult. ¿presents with complaint of ventral hernia. Previous hysterectomy, then had repair of a hernia by dr. (B)(6). She¿s had abdominal hernias that we have known about for a long period of time, primarily in right upper quadrant that is symptomatic and gets tender with vomiting and in left lower quadrant that is probably the size of a bigger than large grapefruit.¿ ¿as far as I'm concerned, she¿s having symptoms from the right upper quadrant smaller hernia with incarceration and does need to be fixed.¿ review of systems: persistent infections, weight gain, muscle weakness, numbness and trouble walking. Weight 215 pounds, bmi 39.32. Exam: abdomen; right upper quadrant and left lower quadrant incarcerated hernias.¿ on (B)(6) 2012: indication. ¿the patient is a 68-year-old female who has had previous surgery at mcv who has developed huge herniae in the lower abdomen, one on the right and one on the left. The one on the right is symptomatic and is markedly tender, and feels to be incarcerated. The left side is not tender, but is obviously much larger. There is a concern of whether to fix one or both. It was felt we would decide when we explored the patient.¿ implant #1 procedure: exploratory laparotomy. Lysis of adhesions. Repair of abdominal herniae with mesh, 2 separate herniae. [Implant: gore® dualmesh® plus biomaterial, 1dlmcp04/9114914, 15cm x 19cm x 1mm thick, oval] [alleged implant of two gore® dualmesh® plus biomaterial devices; however, medical records show only one device was implanted.] Implant #1 date: on (B)(6) 2012 [hospitalization dates on (B)(6) 2012]. Description of hernia being treated: ¿we began on the right side of the abdomen and making a transverse incision down through the skin and subcutaneous tissue promptly coming into a 6 to 8 cm abdominal hernia with a large amount of omentum and colon incarcerated in the area. Much of the omentum was resected, clamped, divided and ligated with 2-0 chromic and sent to pathology. Once we were able to get the edges freed up, we then went underneath intraperitoneal and went to the other side and found the left-sided hernia and it was explored. A large portion of it was small bowel. At that point we extended the incision transversely going over to the left out through the skin and subcutaneous tissue, and at that point we had a bridge between the 2 herniae and this was opened.¿ implant size and fixation: ¿once we had dissected out the multiple small bowel adhesions, we took a dual mesh and inserted it in the subfascial area and sutured it to the fascia with a running and interrupted 0 mersilene suture. Once this had been completed, we then approximated some of the fascia anterior to this with loose interrupted 0 mersilene. The soft tissue was then closed with 3-0 vicryl and the skin with the skin stapler.¿ on (B)(6) 2012: findings: ¿bilateral abdominal incarcerated hernias, left side with small bowel and right with omentum and colon.¿ on (B)(6) 2012: pathology. ¿gross description: specimen number 1, received fresh labeled with the patient¿s name and incarcerated omentum right side, consists of a 15.0 cm aggregate of two focally hemorrhagic portions of yellow lobulated adipose tissue, partially surfaced by thin fibrovascular membrane. Sectioning reveals no discrete masses, lesions or grossly enlarged lymph nodes.¿ on (B)(6) 2012: discharge summary. ¿postoperatively, kept nothing by mouth because of ileus for approximately 48 hours; began on clear liquid diet. Tolerated diet, discharged to home, to be followed in office.¿ implant #2 preoperative complaints: on (B)(6) 2013: emergency room. ¿presents for abdominal pain, vomiting; started yesterday. Reports 5 episodes of non-bloody vomiting. Pain located to left lower quadrant; burning, constant, does not radiate. Weight 198 pounds. Exam: tenderness in left lower quadrant.¿ ¿impression/plan: history of abdominal surgery, hernia. Discussed with general surgeon.¿ ¿admitted to hospital.¿ on (B)(6) 2013: CT abdomen/pelvis [a/p] ¿impression: large anterior abdominal wall hernia to left of midline which contains distended small bowel loops suggestive of incarceration. Fat stranding seen in hernia. Sigmoid diverticulosis.¿ on (B)(6) 2013: history & physical. ¿was doing well, lost approximately 22 pounds, had been walking and had some straining and developed the acute onset of recurrent hernia in left lower quadrant.¿ ¿exam: abdomen; left lower quadrant abdominal hernia, nontender. Impression: recurrent left lower quadrant abdominal hernia. Plan: admit, hydrate, bowel rest, then repair hernia. Implant #2 procedure: exploratory laparotomy, lysis of multiple large and small bowel adhesions with resection of incarcerated omentum and repair of abdominal hernia with a dualmesh. [Implant: gore® dualmesh® plus biomaterial, 1dlmcp03/10776980, 10cm x 15cm x 1mm thick, oval]. Implant #2 date: on (B)(6) 2013 [hospitalization dates on (B)(6) 2013]. Description of hernia being treated: ¿the old transverse incision was taken down through the skin and subcutaneous tissue and extended laterally going down to the peritoneal sac. This was opened and a large amount of incarcerated hernia was encountered. Small bowel was delivered in the wound and multiple adhesions were taken down. There were 2 or 3 other small hernias that were also incorporated in the area and a more lateral one actually had large bowel that was incorporated. This was all incorporated with one large opening.¿ implant size and fixation: ¿a dualmesh was inserted and sutured in place with interrupted 3-0 mersilene and once this had been completed, the fascia was closed anterior to this with 0 mersilene. The soft tissue was closed with 2-0 chromic and the skin with a skin stapler.¿ on (B)(6) 2013: pathology. ¿gross description: incarcerated omentum, consists of a 13.0 cm portion of focally hemorrhagic yellow lobulated adipose tissue partially surfaced by a thin fibromembranous and fibrovascular soft tissue. Sectioning reveals no discrete masses or lesions.¿ on (B)(6) 2013: discharge summary. ¿postoperatively, did well. Kept nothing by mouth with nasogastric tube for 2 days; subsequently removed. Bowel function returned. Begun on diet and discharged home.¿ relevant medical information: on (B)(6) 2013: ¿recent 50-pound weight loss for hernia surgery. Abdomen hurt on occasions. Exam: large dense ventral hernia at lower aspect of stomach, partially reducible. Does not desire additional operation at this time unless emergency. Follow up 3-6 months.¿ explant preoperative complaints: on (B)(6) 2014: emergency room. Abdominal pain, onset 1 day. Constant, sharp, pressure, moderate at onset. Exacerbating factors eating. Relieving factor vomiting. Exam: palpable hernias, tender to left side abdomen over hernia protrusion. Feeling like ¿something is stuck¿ in belly similar to previous hernia incarceration. Impression/plan: abdominal pain, bowel obstruction, stable, admit to inpatient.¿ inpatient hospitalization [hospitalization dates on (B)(6) 2014]. On (B)(6) 14: CT a/p. "Impression: large ventral hernia below mesh, containing multiple small bowel loops, both dilated and decompressed, represent complex hernia . High-grade mid to distal small bowel obstruction with transition point of dilated bowel exiting the hernia sac and entering abdomen. May be related to adhesions, likely related to hernia. Volvulus of small bowel must be considered. Fluid in associated mesentery concerning for possible ischemic change. Small amount of abdominal ascites, possible bilateral adrenal hyperplasia, small hiatal hernia.¿ on (B)(6) 2014: discharge summary. ¿partial small bowel obstruction treated non-surgically.¿ on (B)(6) 2014: history and physical. ¿direct admission nausea, vomiting x1, abdominal pain. Pain vague, occurs in waves, located lower abdomen since 4 am. Reports flatus, has not had bowel movement since wednesday.¿ ¿exam: abdomen soft, distended, tender to palpation in left lower quadrant, bowel sounds hyperactive.¿ on (B)(6) 2014: abdominal acute series (kub, erect abdominal, cxr). Impression: worsening high-grade small bowel obstruction . Possible transition point in left inguinal hernia. No evidence pneumoperitoneum.¿ on (B)(6) 2014: indication. ¿the patient is a 70-year-old female who is status post 4 ventral hernia repairs with various types of mesh. She presented with a recurrent hernia as well as a small bowel obstruction. She was readmitted twice within 1 week and was subsequently taken to the operating room for repair. She did understand preop that she was high risk for recurrence as well as complications including bleeding, infection, and possible intestinal damage versus fistulization given her multiple previous surgeries.¿ explant procedure: exploratory laparotomy. Lysis of adhesions x 45 minutes. Repair of incarcerated ventral hernia with surgisis mesh underlay measuring 40 x 40 cm. Reduction of incarcerated satellite ventral hernia measuring 5 x 5 cm with incarcerated omentum. Placement of drains. [Implant: mesh cook surgisis hernia 20x30 cm x 2]. Explant date: on (B)(6) 2014 [hospitalization dates on (B)(6) 2014]. A knife was used to incise the skin in a midline laparotomy fashion. This dissection was carried down through subcutaneous tissues to the level of the fascia. The fascia was incised sharply. Access to peritoneal cavity was then obtained. This dissection was extended inferiorly to the level of the hernia defect. The hernia sac was opened. Extensive lysis of adhesions was performed for 45 minutes. The small bowel did appear to be volvulized around a band. We did divide this band, which at first appeared to be adhesive band but rather it was a tube-like structure, possibly ptfe (a synthetic), which was adherent to the anterior abdominal wall, and distally had adhesed to the pelvic sidewall. A piece of small bowel had actually volvulized around this. The small bowel was viable. This was freed up. There were a few satellite hernias within the anterior abdominal wall that were incarcerated as well. There was omentum present. The omentum was freed up, and everything returned to the peritoneal cavity. The bowel was then run distally approximately from the ligament of treitz, distally to the ileocecal vale [sic], and all appeared viable. There was evidence of all 4 of her previous hernia repairs. It appeared that every possible space in the anterior abdominal wall had been violated or utilized previously in same fashion. Thus, decision was made to perform a surgisis underlay with transfascial sutures. A 40 x 40 cm pieces of surgisis mesh were sewn together with prolene sutures. A surgisis underlay was then performed via under direct visualization, passing pds sutures through small stab incisions in the skin, carried them transfascially through the mesh, and then back through the abdominal wall. These were then secured and tied. This was done circumferentially around the abdomen. The mesh was gently taut but not under any significant tension. Two 24-french blake drains were then placed and tunneled through the skin. The fascia overlying was then reapproximated using interrupted #1 pds suture, overlying the surgisis underlay. Skin was closed with staples.¿ findings: ¿large complex incisional hernia, incarcerated with evidence of prior mesh placement, small bowel volvulized around rolled mesh, which was displaced from anterior abdominal wall.¿ on (B)(6) 2014: abdominal kidneys, ureter, bladder x-ray. ¿impression: no dilated loops of bowel to suggest ileus or obstruction. Dilated small bowel throughout abdomen no longer seen.¿ on (B)(6) 2014: discharge summary. ¿discharge diagnosis: ventral hernia with small bowel obstruction.¿ ¿discharge home.¿ conclusion: implant #2 gore® dualmesh® plus biomaterial, 1dlmcp03/10776980. It should be noted that the gore® dualmesh® plus biomaterial instructions for use include warnings and addresses the following adverse reactions among others: ¿possible adverse reactions with the use of any tissue deficiency prosthesis may include, but are not limited to, contamination, infection, inflammation, adhesion, fistula formation, seroma formation, hematoma, and recurrence.¿ the instructions for use state, ¿for best results, use monofilament sutures. Suture size should be determined by surgeon preference and the nature of the reconstruction.¿ medical records that indicate mesh ¿movement¿ or that the device led to a recurrence may reflect a recurrence as a function of a patient¿s poor tissue quality leading to fascial dehiscence or loss of anchorage of fixation, or may be related to the hernia type, individual patient comorbidities, and technical and procedural aspects of the repair. These factors include but are not limited to, fixation type, mesh shape/sizing used, and defect closure decisions. Additionally, a new, unrelated hernia can occur but may be referred to as a recurrent hernia. As with any surgical procedure, there are always risks of complications for surgical repair of hernias and soft tissue deficiencies, with or without mesh. These may include but are not limited to, adhesions and related harms, bleeding, bowel obstruction, compromised device biocompatibility, contamination which may lead to patient harms, device damage, dysphagia, erosion or extrusion and related harms, exposure or protrusion and related harms, fever, fistula, gerd recurrence, defect recurrence and related harms, ileus, increased procedure time and related harms, irritation or inflammation, infection, mesh migration, mesh contraction, pain, paresthesia, perforation, revision / re-intervention, seroma or hematoma and related harms, tissue ischemia, wound complications and wound dehiscence and additional intervention including surgery. Many of the potential complications are associated with the patient¿s underlying disease progression, co-morbidities, additional medical history and/or other surgical procedures. The above inherent risks are typically detailed in standard informed consent documents. There is insufficient information available for gore to reasonably draw conclusions related to aspects of the event, therefore conclusion code "d15: cause not established" is being used. Insufficient information may include limited or missing relevant medical records, involvement of multiple implanted devices (including non-gore devices) in the field of treatment, patient non-compliance, and/or a general lack of available detail or specificity related to an adverse event and/or device. The device was not able to be returned to gore for evaluation; therefore, a direct product analysis could not be conducted. Review of the manufacturing records verified that the lot met all pre-release specifications. Section c1: name: plus antimicrobial product coating. Manufacturer/compounder: w. L. Gore & associates, inc. Lot number: 10776980. Additional manufacturer narrative: the plus antimicrobial product coating contains silver carbonate [approximately 800 micrograms per cubic centimeter of product (g/cm3)], and chlorhexidine diacetate [approximately 1600 micrograms per cubic centimeter of product (g/cm3)]. W.l. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
(B)(4). (B)(6). It should be noted that the gore® dualmesh® plus biomaterial instructions for use includes warnings and addresses the following adverse reactions among others: ¿possible adverse reactions with the use of any tissue deficiency prosthesis may include, but are not limited to, contamination, infection, inflammation, adhesion, fistula formation, seroma formation, hematoma, and recurrence.¿

Event description:
It was reported to gore that the patient underwent open hernia repair on (B)(6) 2012, whereby two gore® dualmesh® plus biomaterial were implanted. It was reported to gore that the patient underwent open hernia repair on (B)(6) 2013, whereby a gore® dualmesh® plus biomaterial was implanted. The complaint alleges that on (B)(6) 2014, an additional procedure occurred whereby the gore device was explanted. It was reported the patient alleges the following injuries: small bowel volvulized around rolled mesh, additional surgery ((B)(6) 2014); mesh removal, additional surgery ((B)(6) 2014). Additional event specific information was not provided.

Manufacturer narrative:
B7: added medical history. H6: conclusion code remains unchanged. H10/11: added medical record information. Additional details regarding the patient's clinical course were ascertained from a review of medical records and are as follows: (B)(6) 2011: (B)(6). Office notes. Chronic right ankle wound. (B)(6) 2012: (B)(6). Office notes. Productive cough for 3 weeks, wheezing. Allergic rhinitis, acute maxillary sinusitis. (B)(6) 2013: (B)(6). Office notes. Recent 50-pound weight loss for hernia surgery. Abdomen hurt on occasions. Exam: large dense ventral hernia at lower aspect of stomach, partially reducible. Does not desire additional operation at this time unless emergency. Follow up 3-6 months. (B(6) 2014: (B)(6). Emergency room visit. Abdominal pain, onset 1 day. Constant, sharp, pressure, moderate at onset. Exacerbating factors eating. Relieving factor vomiting. Exam: palpable hernias, tender to left side abdomen over hernia protrusion. Feeling like ¿something is stuck¿ in belly similar to previous hernia incarceration. Impression/plan: abdominal pain, bowel obstruction, stable, admit to inpatient. (B)(6) 2014: (B)(6). Radiology ¿ CT abdomen/pelvis with contrast. Indication: concern for small bowel obstruction versus hernia incarceration. Impression: large ventral hernia below mesh, containing multiple small bowel loops, both dilated and decompressed, represent complex hernia . High-grade mid to distal small bowel obstruction with transition point of dilated bowel exiting the hernia sac and entering abdomen. May be related to adhesions, likely related to hernia. Volvulus of small bowel must be considered. Fluid in associated mesentery concerning for possible ischemic change. Small amount of abdominal ascites, possible bilateral adrenal hyperplasia, small hiatal hernia. (B)(6) 2014: (B)(6) md. Discharge summary. Partial small bowel obstruction treated non-surgically. No activity restrictions, no diet restrictions. (B)(6) 2014: (B)(6). History and physical. Direct admission nausea, vomiting x1, abdominal pain. Pain vague, occurs in waves, located lower abdomen since 4 am. Reports flatus, has not had bowel movement since wednesday. Seen by (B)(6) for small bowel obstruction, most recent visit (B)(6) 2014. Exam: abdomen soft, distended, tender to palpation in left lower quadrant, bowel sounds hyperactive. Plan: nothing by mouth, IV fluids, acute abdominal series. (B)(6) 2014: (B)(6). Radiology ¿ abdominal acute series (kub, erect abdominal, cxr). Impression: worsening high-grade small bowel obstruction . Possible transition point in left inguinal hernia. No evidence pneumoperitoneum. (B)(6) 2014: (B)(6) md. Progress note. Hospital day #2 complains abdominal distention. Nasogastric tube output been feculent. Abdomen soft, nontender. Plan tomorrow exploratory laparotomy, lysis of adhesions, hernia repair. (B)(6) 2014: (B)(6) . Implant record. Mesh cook surgisis hernia 20x30 cm x 2. Cook medical inc. (B)(6) 2014: (B)(6). Radiology ¿ abdominal kidneys, ureter, bladder x-ray. Impression: no dilated loops of bowel to suggest ileus or obstruction. Dilated small bowel throughout abdomen no longer seen. (B)(6) 2014: (B)(6). Nurse notes. Weight 192.1 lbs., bmi 35.34. (B)(6) 2014: (B)(6). Discharge summary. Discharge diagnosis: ventral hernia with small bowel obstruction. Corrected hernia leading to obstruction. Discharge home. Change dressing twice a day, may shower, no tub baths. No heavy lifting more than 10 lbs for 6 weeks. (B)(6) 2014: (B)(6) md. Office notes. Umbilical area draining serous drainage. Small induration over area. Seen by primary care doctor yesterday, start on bactrim. Exam: incision has 1 cm area of fibrinous exudate . Does not track anywhere, does not appear superficial. No serous drainage at this time, dry dressing over wound. Do not think drainable fluid collection underneath. Continue bactrim. (B)(6) 2014: (B)(6) . Emergency room visit. Wound infection, onset 3 days. Wound surgical. Symptoms redness, swelling, drainage, discharge green. Draining from vertical incision, increased pain. Presses on abdomen, drainage comes out. Exam: tender abdomen, incision site well healed except one place appears to be grey-green drainage. Impression/plan: cellulitis. Discharge home, antibiotics, follow up (B)(6) 3-5 days. (B)(6) 2014: (B)(6) . Surgery consult. Drainage from wound. Exam: minimal serious drainage on dressing. Ordered CT scan, is an expected fluid collection adjacent to surgisis mesh subfascially. This is common as surgisis incorporates into surrounding tissue. No air to suggest infection, should not require drainage. Some stranding in subcutaneous tissue near small opening in the skin. Offered admission IV antibiotics, she would like to remain on by mouth antibiotics, follow up in clinic 3 days. (B)(6) 2014: (B)(6). Radiology ¿ CT abdomen/pelvis (soft tissue) with contrast. Indication: dilated for abscess or cellulitis, recently had hernia repair, now drainage from incision site. Impression: peripherally enhancing fluid collection at anterior abdomen in extrahepatic peritoneal space at site of prior ventral hernia mesh repair. Stranding of subcutaneous fat and skin thickening associated with fluid collection. Finding concerning for abscess and surrounding cellulitis. Also, possible fistulous communication with skin . Other considerations include postoperative seroma. Thickening of descending colon adjacent to peritoneal fluid collection likely due to reactive changes from inflammatory process. A hiatal hernia. (B)(6) 2014: (B)(6). Office notes. Has yellowish drainage from wound. Exam: abdomen soft, induration resolved, no erythema, tender laterally in area of transfascial sutures. I don¿t think this represent pus, rather fluid often secreted for some time as surgisis mesh incorporates. Hope next few months wound will stop draining and skin will heal. If not, may have to discuss opening incision for exploration; however, removal of mesh will result in large hernia, would not want to operate unless evidence of infection. (B)(6) 2014: (B)(6). Office notes. Very small area in midline open and draining. Occurred as result of physician probing wound and opening it up. Was not opened initially after surgery. Since then, presented to pcp last week, which she probed wound again and did wound culture. Presents today for evaluation and concern it is infected. Has erythema and induration along skin in lower abdominal area. Midline has fibrinous exudate over it. Some pus expressible. Left drain site appears thickened. Skin indurated. I think has now progressed to infection. May be separate from subfascial fluid collection that was seroma there prior . Admit for IV antibiotics, obtain CT scan to delineate whether will require formal incision and drainage. Reiterated multiple times to not allow any primary care doctors to probe wound. (B)(6) 2014: (B)(6) md. History and physical. Worsening wound dehiscence admitted from clinic. Exam: abdomen soft, non-distended, mild tenderness on abdominal wall with 2 draining sites. Get CT scan likely drain if find collection, broad antibiotics. (B)(6) 2014: (B)(6). Radiology ¿ CT abdomen/pelvis (soft tissue) with contrast. History: abdominal abscess. Impression: fluid collection with peripheral enhancement along anterior peritoneum at site of prior ventral hernia mesh repair. Measures 7.3 cm transverse by 2.2 cm ap by 15.8 cm craniocaudal. Appears to be a fistulous tract extending to right lateral abdominal wall. Inflammatory changes in adjacent mesentery and abdominal wall fat. Tethering of small bowel loops with anterior peritoneum, likely from adhesions. (B)(6) 2014: (B)(6). Transport hand-off. Weight 170.9 lbs. (B)(6) 2014: (B)(6). Procedure: body fluid culture. Source: body fluid. Site: peritoneal fluid. Methicillin resistant staphylococcus aureus. No anaerobes isolated. Gram stain report: no microorganisms seen, moderate wbcs, no squamous epithelial cells. (B)(6) 2014: (B)(6). Radiology ¿ CT abdomen/pelvis (soft tissue) with contrast. Abdominal abscess, status post drain placement, interval changes. Findings: small hiatal hernia. Air-fluid levels noted throughout nondistended small bowel in pelvis. No dilated loops of bowel to suggest obstruction. Colonic diverticula. Impression: stable to minimal decrease in size of fluid collection with peripheral enhancement along the anterior peritoneal surface, underneath abdominal wall, status post placement of percutaneous drainage catheter with pigtail in midline of collection. New, scattered gas locules within fluid collection likely related to drainage catheter. (B)(6) 2014: (B)(6). Discharge summary. Hospital course: admitted management surgical site infection. Placed on broad antibiotics. Discharged (B)(6) 2014: stable with drain in place. (B)(6) 2014: (B)(6). Perioperative documentation. Asa 3. (B)(6) 2014: (B)(6). Office notes. Remove drain from subfascial fluid collection, does not appear infected. Continues to drain fluid from small opening lower midline area previously probed and opened by primary care doctor. Recommend continuing pack wounds. Will require open incision and drainage of area to wash it out, attempt to salvage mesh in place. (B)(6) 2014: (B)(6). Discharge summary. Condition at discharge: improved. Hospital course: tolerated procedure, admitted, evaluate wound, twice a day dressing change. Not showing signs of infection, improved with wound care. Home health nursing set up for ongoing wound care. No heavy lifting more than 10 pounds for 6 weeks. (B)(6) 2014: (B)(6). Office notes. Has been often noncompliant with wound care. Felt overwhelmed. States wound care is changing wound once a day, further discussion reveals wound care coming to home every other day, is not changing in between. Continues drainage from wound. Has small drainage on right side of abdomen. Midline incision is granulating, no evidence of infection. Dressing very saturated. Small amount of pus present on wound, no expressible pus from granulating wound. Conversation stating importance of wound care twice a day. Concerned if not done, infection that she had will recur. Will have nurses work with her so will be comfortable performing wound care. (B)(6) 2014: (B)(6). Office notes. Status post excision of cyst abscess. Packing wound 3 times a day, pain has decreased. Small seepy drainage at base of wound. Drain site healed over, not draining, skin overlying drain site very thin. Continue packing wound. If not clear the infection, may require another operation with removal of mesh. (B)(6) 2015: (B)(6). Office notes. Chronic draining sinus tract measuring 1 cm in its opening. Seropurulent drainage. Best course to remove mesh followed by wound care, possibly wound vac. Requested second opinion. (B)(6) arrived in room, examined patient. He agrees with course of plan to remove un-incorporated mesh. She will think about this and call for questions and plan for surgery. (B)(6) 2015: (B)(6). Office notes. Abdominal exam reveals midline scar healed, halfway down scar from top to bottom, is an area where she packed today, it is draining but granulating. She is going to contact (B)(6). In a month about reoperation in belly for nonhealing ventral hernia wound. (B)(6) 2015: (B)(6). Office notes. Abdominal wound, started on silver alginate, states wound continued to drain a lot, change dressing 3 times per day. Exam: abdominal wound x 2, both on incision site, right wound measures 1.0 x 0.4 and more medial wound measures 2.2 x 2. Yellow slough, heavy serous exudate, periwound intact without maceration. (B)(6) 2015: (B)(6). Office notes. 2 new open areas on abdomin [sic], total of 4 open draining wound. Yellow slough, heavy serous exudate, periwound is erythematous, rashy, weepy. Clear line of demarcation on abdomen where suspected mesh is placed. (B)(6) 2015: (B)(6). Office notes. Infection breast implant removed 2003. (B)(6) 2015: (B)(6). Office notes. Follow up abdominal wound. Exam: wound beds yellow, slough, minimal serous exudate, periwound ertythema [sic] improved, rash resolved, periwound skin good. Wound measurements unchanged: right abdomen 0.2 x 0.7. Midline abdominal wound smaller: 0.5 x 0.5. Left abdominal proximal 0.3 x 0.8, left abdomen distal healed. (B)(6) 2015: (B)(6). Office notes. Chronic draining sinus tract from abdominal wall mesh hernia repair. Using acticoat overlying wound holes. Squeeze creamy material from wound. Allergies: chlorhexidine topical. Exam: no pain, incision healed. Does have 3 areas, 1 in midline, 1 on either side from previous drain sites, thin layer skin overlying area, cannot express pus. No surrounding infection. (B)(6) 2015: (B)(6). Progress note. Asa 3. (B)(6) 2015: (B)(6). Discharge summary. Discharge diagnosis: chronic abdominal wound. Hospital course: admitted for exploration of abdominal wounds, removal of unincorporated mesh; admitted, stable. Discharged home with wound care covered with endoderm, mepitel and amd gauze. Home health wound care set up, 2 week follow up. (B)(6) 2015: (B)(6). Office notes. Increased wound drainage. Last few days soupy drainage. Assessment/plan: no signs wound infection, wound starting to granulate. (B)(6) 2015: (B)(6). Office notes. Weight 186.5 lbs., bmi 33.25. Problems active: mrsa + peritoneal fluid (B)(6) 2014. Wound initially managed with wound vac, stopped because skin surrounding area became irritated. Managed with normal saline-soaked gauze in middle wound. Right lateral wound almost healed. Right transverse incision nearly healed. Midline and left lateral incision measure 5 cm length, 2 cm width. Granulating well without evidence of infection. Plan: change wound care to aquacel. (B)(6) 2017: (B)(6). Office notes. Large herniation at lower midline, midline incision well healed, weight 78 kg. A potential relationship, if any, between the alleged injuries or complications and the gore device has not been established at this time based on available information. It should be noted that the instructions for gore® dualmesh® plus biomaterial use includes warnings and addresses the following adverse reactions among others: ¿possible adverse reactions with the use of any tissue deficiency prosthesis may include, but are not limited to, contamination, infection, inflammation, adhesion, fistula formation, seroma formation, hematoma, and recurrence.¿ w.l. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
B7: added medical history. H6: conclusion code remains unchanged. H10/11: added medical record information. Additional details regarding the patient's clinical course were ascertained from a review of medical records and are as follows: on (B)(6) 2012 (B)(6) medical group. (B)(6). Office notes. Productive cough for 3 weeks, wheezing. Allergic rhinitis, acute maxillary sinusitis. A potential relationship, if any, between the alleged injuries or complications and the gore device has not been established at this time based on available information. It should be noted that the gore® dualmesh® plus biomaterial instructions for use addresses the following adverse reactions among others: ¿possible adverse reactions with the use of any tissue deficiency prosthesis may include, but are not limited to, contamination, infection, inflammation, adhesion, fistula formation, seroma formation, hematoma, and recurrence.¿ w.l. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.